Manufacturer narrative:
Additional information in regards the implant will be provided once the doctor office opens up again. Office is temporarily closed due to the pandemic.

Event description:
Additional information received confirmed that doctor was able to get an abutment to seat on the implant successfully. Doctor had to adjust the internal hex to get the abutment to fit.

Manufacturer narrative:
The 3i t3® non-platform switched tapered implant 5 x 11.5mm (bost511), unknown healing abutment, and unknown custom abutment were not returned. Since the products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and the implant with its components was used for an unknown period of time. The reported event could not be recreated without the return of the product for testing. The customer has provided x-rays of this case. It can be seen in the images that the healing abutment did seat into the implant and that the abutment is not fully seated. The functionality of the abutments could not be verified from these images, nor could signs of thread damage in the implant. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the bost511 dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/ CAPA/hhe/d/ie/product holds for the reported product. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged implant threads + components do not seat) or product (bost511 & biomet healing abutments & biomet custom abutments). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified. However, as per the risk management files, the probable causes for the reported event are customer error in implant placement leading to drive feature damage, or inadequate seating protocol followed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device remains implanted.

Event description:
It was reported a possible damage drive feature of the implant (bost511) that is unable to seat other devices. Doctor reported a healing abutment and final abutment unable to seat due to possible implant hex / thread damage. Implant remains implanted.